Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed normal control tests and received a result of 186 mg/dl. The normal control range is 87-117 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.